Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a onetouch ultra meter was giving inaccurate high results. On the day before, the pt took her regular dosage, 32 units of lantus at around 7:00 am. She had reportedly rec'd blood sugar results of 202 mg/dl at around 7:13 am and 349 mg/dl at around 8:56 am that morning. At around 9:00 am that day, she started feeling sweaty. She tested her blood sugar and reportedly rec'd a result of 0.54 mg/dl. The patient was unable to recall whether she provided any treatment to herself. She felt better at about noon. She also mentioned calling her dr due to feeling sweatiness sometime on event date, and the dr advised her to lower down her dosage of lantus to 30 units from 32 units every morning. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, the unit of measure was set correctly, the pt was reading the meter right side up, and the sample was drawn from an approved source. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt reportedly developed sweatiness, a symptom that could be associated with hypoglycemia after the alleged issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.